Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump was alarming no delivery and the customer experienced high blood glucose over 400 mg/dl. Customer's blood glucose at the time of the call was 412 mg/dl and he was treated with manual injection. Mother mentioned having issues with about 4 infusion sets. During troubleshooting, it was advised to disconnect at the quick release and run fixed prime, insulin did not exit. They were then advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit but there was greater than normal resistance with plunger push. Mother was advised the alarm was caused by set/reservoir occlusion and to change the entire set. The insulin pump was not replaced or returned for analysis.